Manufacturer narrative:
Block b5 was corrected. Block h6: imdrf device code a0203 captures the reportable event of stent size incorrect. Block h11: investigation summary: based on the information available, boston scientific corporation did not confirm the reported event of stent size incorrect. During product analysis, the stent dimensions were confirmed to be within specification. No defects were found during product analysis. Device history record review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: an ultraflex tracheobronchial stent was returned for analysis; the delivery system was not. The stent dimensions were analyzed according to its labeled information, and its measurements were confirmed to be within specification. Risk review: a risk review was completed and confirmed that the event of stent size incorrect was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was attempted to be implanted during a procedure performed on (B)(6) 2025. During procedure, it was found that the stent was longer than its labeled size. After trial, it was still not suitable, so it was taken out. There were no patient complications as a result of this event and the patient condition following procedure was stable.

Manufacturer narrative:
Block h6: imdrf device code a0203 captures the reportable event of stent size incorrect.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial stent was used during a procedure performed on (B)(6) 2025. During preparation prior to procedure when measuring the length, it was found that the real object was longer than stent label. After trial, it was still not suitable, so it was taken out. There were no patient complications as a result of this event and the patient condition following procedure was stable.